Event description:
Complainant alleged that during biomed testing, the device displayed a "cable fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was evaluated by zoll medical united kingdom. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The analog board and digital board were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.